Event description:
Lead was explanted due to dislodgement. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 41 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The performance of the lead fragment was scrutinized. The insulation was found abraded through between 3 cm and 6 cm proximal to the lead tip. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Based on the available information and without diagnostic images, the root cause of the reported dislodgement is difficult to determine. Should additional information or diagnostic images become available, the investigation will be updated. Damages such as cuts into the insulation 29 cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.